Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 years ago from date manufacturer was made aware.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.